Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated that the dose was delivered, yet 63 ml had remained in the medication bag. The pump had shown only 0.1 ml left to be infused, despite the remaining volume. A new pump had been placed, and the patient had received the remaining dose. There was no injury reported.